Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "tvps seem to have an incompetent valve, fluid infusing into the side arm of the introducer leaks back into the contamination shield, and nurses have noted that attempts to withdraw blood from the side arm get air instead of blood or fluid, making it concerning that they are aspirating from the contamination shield.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "tvps seem to have an incompetent valve, fluid infusing into the side arm of the introducer leaks back into the contamination shield, and nurses have noted that attempts to withdraw blood from the side arm get air instead of blood or fluid, making it concerning that they are aspirating from the contamination shield."